Manufacturer narrative:
The insulin pump powered up properly after battery installation. It was received with operating currents within specification. The insulin pump passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. The motor was tested outside of device and passed. No cosmetic damage was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error after it was exposed to high magnetic fields; the device was exposed to an MRI. Blood glucose level at the time of the incident was not provided. During troubleshooting the customer confirmed that there was a "critical pump error" image on the display. The insulin pump was returned for analysis.